Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The likely cause of the discrepant hiv results was the improper cleaning of the sample probe and improperly diluted bleach solution used for the daily maintenance procedure. No additional complaints of discrepant results have been reported for the customer's architect i2000sr analyzer. Tracking and trending identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate. A deficiency in the system was not identified.

Event description:
The customer stated an architect i2000sr analyzer generated a false (B)(6) hiv result for one patient sample. The analyzer generated a (B)(6) hiv result of (B)(6), and two (B)(6) hiv results of (B)(6) for the same sample. It was determined the customer was using overly diluted bleach in the daily maintenance routine. The customer prepared the correct bleach, and replaced the sample probe to resolve the issue. The false (B)(6) hiv result was not reported outside the laboratory and there was no adverse impact to patient management reported.